Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 72mm abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure the final angiogram identified that the device was placed too low. No endoleak was noted; however, the neck was short and the physician wanted maximum coverage. The physician added a cuff and the procedure was completed successfully. The physician did not comment on the cause for the low landing. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).